Event description:
A ventilator was returned to a third party service center for service. There was no harm or injury reported. During the evaluation of the device at third party service center, a ventilator inoperative condition occurred. The device's detachable battery and internal battery were replaced to address the issue.

Manufacturer narrative:
On the previous submitted report, section b1 adverse event was mistakenly checked.